Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture, baker 3."

Event description:
Patient representative reported "capsular contracture, baker 3," "psychologically shaken, faced with the anguish, fear and discomfort," and ultrasound findings of "breast implant with folds" against right side device. Device has been explanted.